Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that patient¿s blood pressure dropped after an atrial leadless pacemaker implant procedure. Transthoracic echocardiography revealed cardiac perforation and pericardial effusion. The patient remained conscious and pericardiocentesis was performed to successfully address the issue. Patient was stable.